Event description:
It was reported to covidien in 2009 that a customer had a problem with a thermometer. The customer states that the status bar went to the end/last bar and then would not give a temperature reading. The customer stated that when they were not able to obtain a reading, the user removed the thermometer and tried again, but was unsuccessful to obtain a reading. The customer stated that due to the emergency status of the situation that there may have been an out of range arrow, but that they may not have seen it, due to the chaotic environment. Customer stated that they used a disposable thermometer (manufactured by american diagnostic corporation) and obtained a reading of 109.9 degrees fahrenheit. Customer also stated that 109.9 degrees was the maximum range for the disposable thermometer. Customer stated that the pt was a female infant who was left in a car for an estimated 8 hours in extreme temperatures. The pt passed away.

Manufacturer narrative:
Submit date: 09/04/2009. An investigation is currently underway. Upon completion, the results will be forwarded.